Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that after the registration of the femur in a cori assisted tka surgery, an error message was displayed noting that the real intelligence robotic drill was disconnected. After they reset a few times they completed the procedure with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Additionally, it is impossible to disconnect the long attachment from the drill, and they tried to reset and start a new case but it didn't help and they cleaned also the end of the drill and the connection in the console.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was run using the customer drill and the drill was able to pass all testing criteria. A case was performed using the customer drill without any issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between the robotic drill and the cori console; in regards to the allegation of stuck long attachment, the user may have attempted to unlock the attachment while the burr was still inserted, or exited the case before the collet could be unlocked. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: after receiving the alleged error multiple times the surgeon resorted to manual instrumentation to complete the procedure. The patient was not harmed beyond the reported problem. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was run using the customer drill and the drill was able to pass all testing criteria. A case was performed using the customer drill without any issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder; in regards to the allegation of stuck long attachment, the user may have attempted to unlock the attachment while the burr was still inserted, or exited the case before the collet could be unlocked. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.